Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17222832. Product family: scs-splitters: upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 18021169.

Event description:
It was reported that five contacts broke off the lead and got stuck on the fascia. The patient underwent a lead replacement procedure, and the broken contacts were removed. The patient was doing well postoperatively. The explanted linear leads and lead extensions were not returned as they were kept by the medical facility.